Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken.

Event description:
Healthcare professional reported "left implant fully ruptured and empty. Total leakage." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, opening. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Striated edge opening. Based on the device analysis the final assessment is a sharp broken on posterior assessed as unidentified (tear) opening and a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported "left implant fully ruptured and empty. Total leakage." The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left implant fully ruptured and empty. Total leakage." The device has been explanted and replaced.